Event description:
It was reported that an anomalous low atrial impedance measurement was observed via merlin.net. All other lead functions were normal. Measurements were in normal range the following two days. Patient will be monitored with routine follow-up.